Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that debris or water droplets on the endoscope connector contacts obstructed communication and caused the b30 error.

Manufacturer narrative:
The sales rep visited the customer¿s site to inspect the cv-190. The sales rep advised the user facility to clean the electrical contacts on the 190 scope and advised: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. And to: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Also advised user to re-set maj-1933 and maj-1941 communication cables. The user procured a second 190 scope and b30 error was no longer present. They checked the peripheral settings and verified that the digital file type was set to option and in user settings release 1 was turned on to digital file. The device was not returned to olympus for evaluation. The customer¿s complaint that cv-190 was not confirmed. No findings available. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that there are problems with the cv-190 df not connected to e402. The user was only saving to the portable memory on cart, no emr computer or printer was in use. They cycled power to the cart to clear error. Upon power up of the cart a b30 communication error was now present. The user powered down cart and remove scope (to clear error). There was no patient involvement. No additional information was provided.